Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. There are many factors that can contribute to merge issues including, but not limited to, scan quality due to the presence of artifacts and other obstructions, visibility of anatomy or scan format. The workflow for the procedure requires the user to verify the merge before proceeding with the case by checking the box in the application. Users are able to evaluate merges from the 'merge' page through multiple methods (alpha blending / checker board / landmark check). The engineering evaluation confirmed that there were visible shifts in the merges, and the user chose to proceed with the case. There were no reported adverse effects to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Dr. (B)(6) first dbs procedure with egps and e3d had to be aborted due to missed trajectories, that is believed to be due to merge issues with the pre-op t1 MRI. The patient was attached to the pss with a leksell head-frame, and a the leksell fra was used for reference. A non-sterile intraop registration was performed with e3d and landmarks were checked showing an accurate registration. The patient was prepped and draped and incision and burr-holes were made. The robot was brought back into position and a third landmark verification was performed, a test trajectory was set up and the robot showed accurate placement. The robot was sent to the left gpi trajectory and the lead was placed. A sterile evaluation spin was completed with e3d and showed an anterior to posterior lead placement, bisecting the intended trajectory. Landmark checks were performed again showing a slightly deep instrument in the CT scan. It was also noticed that the alpha omega xy base stage was loose and rocking back and forth. It was decided to re-register the patient which was successfully performed. Landmark checks showed an accurate registration. The robot was sent back to the trajectory and the lead was replaced. A second confirmation spin was performed, during this merge we noticed inaccuracies in the merge and showed the lead bisecting the intended trajectory in the opposite direction from posterior to anterior. We reviewed the scans with dr. (B)(6) that were all in a saggital plane. We asked him to confirm that the scans were originally completed in an axial plane and converted to saggital, but he said that they were in fact done in a saggital plane. The case ultimately aborted. We spoke to dr. (B)(6) after the case, he was understanding and wants to speak with the software team and determine the root cause before proceeding.